Manufacturer narrative:
(B)(4).

Event description:
It was reported that immediately upon unpacking the guide wire, it was noted that the guide wire was found kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. A device history record review did not reveal any manufacturing related issues. A risk evaluation was completed for this complaint. The potential cause of the guide wire kinking in the kit could not be determined based upon the information provided and without a sample. No further actions will be taken.